Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 39 mg/dl to 200 mg/dl. Troubleshooting found that the customer had recently changed the settings on the pump. Customer declined troubleshooting for low blood glucose and to change the settings. Customer indicated they would follow up with their doctor and call back at a later time if further assistance is necessary.